Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the scope does not transmit image to the screen. No negative impact in state of health reported. There is no information that the event caused a harm or serious injury to patient, user or third party.

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
During the evaluation, the customer-reported issue of "no image" was confirmed. In addition, several further defects were identified: no image output, blade damage, and worn connector. A review of the device's production history confirmed that it met all test specifications at the time of delivery, with no deviations or defects noted. The combination of defects, particularly the connector wear and blade damage, indicates progressive degradation due to prolonged use. These findings are consistent with normal wear and tear, rather than a manufacturing or design issue. The most likely cause of the reported issue is user-related wear over time. The device has been used beyond its optimal service life, resulting in performance degradation. No manufacturing defects were identified during the investigation. The event is filed under internal karl storz complaint ID: (B)(4).